Manufacturer narrative:
Results and conclusion summation- stent dislodgement can be influenced by many factors. Interaction with the lesion, accessory devices, and/or previously implanted stents. It should be noted in the IFU: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the product.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the physician attempted to stent the posterior descending artery (pda), but was unable to cross the proximal right coronary artery (rca). The stent delivery system (sds) was removed four times and reinserted, at which time the stent dislodged from the balloon. A 1.5 mm balloon was inserted over the guide wire and the stent was expanded, it was expanded further with a 2.0 and 3.0 balloon from another company. Once the stent was expanded they again attempted to access the lesion in the pda, but were unsuccessful and the case was aborted. Despite the fact that the patient denied having a previous stent, a stent was observed in the ostial proximal rca. It was hypothesized that a guide wire was advanced through the strut of the stent which led to the dislodgement of this stent. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.